Manufacturer narrative:
(B)(4). Review of device manufacturing record history confirmed device met pre-release specifications. The engineering evaluation state the returned gore viabahn® endoprosthesis was longitudinally compressed toward the distal tip, exposing 3.2cm of distal shaft, upon which the endoprosthesis is mounted. Kinks were observed on the distal shaft at 0.1cm, 1cm, and 3.2cm from the transition. Expansion of 2.3cm was noted at the tip end of the endoprosthesis while the remainder of the endoprosthesis remain constrained. Two zipper loops was observed in the deployment line. Based on the device examination performed, no manufacturing anomalies were identified.

Event description:
It was reported that on (B)(6) 2017, a patient was treated for an abdominal artery aneurysm. Since the neck of aneurysm was short and angulated, a gore® viabahn® endoprosthesis was to be implanted in the renal artery as a branch graft. An aortic artery endoprothesis (unknown manufacturer) was deployed first. Access was gained from the brachial artery and the gore® viabahn® endoprosthesis was advanced without resistance to the intended treatment site through a long sheath. It was reported that resistance was felt after deployment was initiated. The deployment line became stuck when the gore® viabahn® endoprosthesis expanded about halfway. The gore® viabahn® endoprosthesis was retracted, together with the sheath. Another gore® viabahn® endoprosthesis of same size was used to complete the procedure. No injury to the patient was reported.